Event description:
The customer reported that during a breast scar revision procedure, the device was activated and remained stuck in the on position. No patient injury was reported.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.